Event description:
Caller reported that the pump battery would not charge. The charging issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. However, since the issue persisted with other charging solutions, a decision was made to replace the pump. Caller was aware that no backup therapy was available and would contact a healthcare professional for assistance.